Manufacturer narrative:
E1: patient city: (B)(6). Patient country: south africa.

Event description:
Unomedical reference number (B)(4). Event occurred in south africa. It was reported that the patient faced an event of leakage at the site as the patient notced that the adveshive became wet after being used for 3 days. The patient was able to change the infusion set. No further information available.